Event description:
During procedure the tip of the guide catheter broke off. The piece was retrieved with the use of the stent balloon and the procedure was successfully completed. The patient is reported to be in stable condition.

Manufacturer narrative:
(B)(4). Additional information was requested from the user facility. From the responses received it was determined that the patient's anatomy was a bit tortuous and resistance was felt as the balloon and stent were passing through the carotid artery. Continuous flush was maintained with a saline/heparin solution.

Event description:
During procedure the tip of the guide catheter broke off. The piece was retrieved with the use of the stent balloon and the procedure was sucessfully completed. The patient is reported to be in stable condition.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. A guide catheter was returned along with an unidentified stent catheter inside the lumen. Magnified and tactile inspection of the catheter revealed approximately 2.25 mm of the distal end had separated. The separated portion has scratches. The proximal edge of the separation was flattened with some braiding exposed. Dried blood was evident around the edge and inside the lumen. Inspection of the transition of the reinforced tip and non-reinforced tip showed two surfaces that are jagged. This is typical of proper polymer flow between the two tubes when heat bonded together and then stressed to fracture. Inspection of the pink to blue polymer melt also shows proper polymer blend after reflow. A tip bond that did not see enough heat would have exhibit a smooth edge not shown in this catheter. This catheter also had two non-normal characteristics that would not have passed normal product inspection. The first was the tip appeared flattened at the bond site. The second was the scratched and indented surface on the non-reinforced tip outer surface. Both of theses characteristics suggest that some external force was exerted on the tip causing the tip bond to fail. Based on the available information and product return an exact root cause was unable to be determined. Factors that may contribute to a separated tip include handling of the device, placement technique, patient anatomy, amount of support provided during the procedure, or damage to the device during manufacturing. As there was no evidence of any specification non-conformances related to the complaint device, it is likely that the device met specification but performance was limited by interaction with patient anatomy, interaction with other devices or other procedural factors. Therefore, the most probable root cause was determined to be related to operational context.